Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 200 mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support performed a system check and the occlusion appeared to possibly be related to the cartridge.